Event description:
Took an at home covid test. Got very very faint pink line indicating positive took a pcr test same day. Took another home test next day while pcr results pending. It had an almost undetectable pink line but it was there. Got results of pcr next day- negative. The pink lines were very faint. Second one was less visible, barely detectable, but per instructions considered positive.